Event description:
It was reported the device battery voltage was at 2.55v and had an eri (elective replacement indicator) alert notice. The battery showed a steady battery voltage decline. When the device was checked four months earlier, the battery voltage was 2.71v. It was also reported the reason for explanting the device was possible premature battery depletion. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device shows that the device recorded eri (elective replacement indicator) approximately 40 months after implant.

Event description:
It was reported the device battery voltage was at 2.55v and had an eri (elective replacement indicator) alert notice. The battery showed a steady battery voltage decline. When the device was checked four months earlier, the battery voltage was 2.71v. It was also reported the reason for explanting the device was possible premature battery depletion. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.. Evaluation summary: (B)(4) performance data collected from the device shows that the device recorded eri (elective replacement indicator) approximately 40 months after implant. Analysis of the device showed the actual longevity < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.